Event description:
Pt status post distal femur liss plate, screws with distal femur tumor resection and stabilization implanted on an unk date returned to another surgeon. Pt experienced infection and a non-union. Surgeon removed the hardware on (B)(6) 2011 with pt being revised to ex-fix. The infected area was washed and treated with antibiotics. Hardware was discarded, the original procedure was performed at another hospital. This is the seven of twelve reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.